Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
According to the facility on 08/27/22, after administering insulin to a patient the syringe did not stay closed and the syringe poked the staff member's finger'. Per the facility there was no serious injury or medical intervention noted with the finger stick. No additional information is available at this time. The sample is available and has been requested to be returned for evaluation. There was no serious injury identified, follow up care needed or medical intervention reported related to the incident. This is not a reportable event. No sample available.